Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 29oct2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle. The component analysis of the foreign material in the nozzle detected rust and organic silicone. The origin of the foreign material could be simethicone, etc., which may have remained in the nozzle due to insufficient cleaning. There was no deformation at the nozzle where the foreign material remained. It was confirmed that user had implemented the reprocessing in line with the instructions for use (IFU). A definitive root cause of the reportable issue could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that foreign objects came out of the gastrointestinal videoscope nozzle. There were no reports of patient involvement.